Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced a low blood glucose of 48 mg/dl, leading to their hospitalization. The customer was hospitalized on 08/03/2015. The customer's blood glucose was 72 mg/dl at the time of admission. The customer reported the insulin pump went into threshold suspend when their blood glucose declined to 48 mg/dl. The customer attempted to treat their blood glucose with juice before being hospitalized. Customer stated the perceived cause of their low was from stress and life. The customer was kept fo observation for a few hours and released. The customer's current blood glucose was 218 mg/dl. The insulin pump will not be returned for analysis.